Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the recon sagittal saw device was deformed. It was further determined that the thread saw coupling was stripped and defective. It was further determined that the trigger was broken and torn off and the magnetic holder of the trigger was broken. It was further determined that the device failed pretest for check function of all modes, check the fitting of the lid, check roundness of housing, check proper function of the trigger and check the saw blade coupling. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Upon complaint review, it was determined that it was inadvertently reported in the initial medwatch report that the device had a ¿sticky trigger¿ as there was no information in the complaint that indicated this malfunction. Furthermore, there was no other information provided in the complaint that there were other failures or adverse events that meet the criteria of a reportable event. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.